Manufacturer narrative:
Corrected fields: b6 - relevant test/laboratory data, b7 - other relevant history, d4 - expiration date null. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿dark image¿ due to a dirty objective lens. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited dark color. There were no reports of patient harm.